Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose /tilted drive support disk. The insulin pump was unable to verify prime alarms due to motor error alarms. The insulin pump was received with cracked case at belt clip slot and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. During troubleshooting, the customer confirmed that the device's drive support cap was sticking out. Customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 324 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.